Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that at the end of surgery, the surgeon opened the mayfield skull clamp, held the pt's head, while the assistant took the mayfield system out of the tables. When the assistant took the skull clamp out of the swivel adaptor, the transitional member broke in two pieces. (One piece with the base unit and one piece with the swivel adaptor). The pt did not incur an injury. The system was bought new on (B)(4) 2011.